Event description:
Reporter alleged obtaining the results of 179 mg/dl, 118 mg/dl, 246 mg/dl and 129 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 25 units of novolog based on the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.